Event description:
It was reported that an alert was received via merlin.net showing an svt discrimination mismatch. Patient's rhythm was svt but the device had sensed it as vt and delivered inappropriate therapy. Programming changes were made. Patient was fine after the event.

Manufacturer narrative:
(B)(4).